Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock lead impedance measurements. The field representative called technical services (ts) to discuss the impedance issue and reported a generator change had been scheduled. Ts consultant suggested using the same right ventricular (rv) lead with the new device as pacing impedances and r-wave measurements remained stable and within normal limits. It was later reported that the ICD had been explanted and replaced successfully. It was noted this ICD battery was believed to be depleting prematurely. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock lead impedance measurements. The field representative called technical services (ts) to discuss the impedance issue and reported a generator change had been scheduled. Ts consultant suggested using the same right ventricular (rv) lead with the new device as pacing impedances and r-wave measurements remained stable and within normal limits. It was later reported that the ICD had been explanted and replaced successfully. It was noted this ICD battery was believed to be depleting prematurely. No additional adverse patient effects were reported.